Manufacturer narrative:
E1 address 1: (B)(6). The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the result of investigation a definitive root cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. The issue was found during inspection/maintenance (not in a clinical setting). There were no reports of patient involvement.